Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by neurologist that vns pt developed massive swelling at the generator site post operatively after undergoing generator replacement surgery which resolved over 5 days time. The neurologist indicated that there were no signs of infection at the site. Diagnostics at the pt's office visit with the neurologist indicated pt is receiving 0.75ma when he was programmed to 2.0ma. On (B)(6), pt's impedance was 6000 then increased to 8061 (B)(6) ohms and then on (B)(6) was 10,000 ohms. Moreover, the neurologist indicated that the surgeon did not notice a problem with the diagnostics at the time of re-implant surgery. The surgeon, however, stated he observed extensive fibrosis around the generator and attributed it to the presence of the vns device. Follow-up with the pt's treating nurse indicated that no pt manipulation or trauma had occurred and no x-ray was taken. The neurologist has referred the pt for another revision surgery; however, surgery date hasn't been scheduled yet.